Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon interrogation, the displayed longevity was unexpectedly shorter than expected. Review of the battery trend graph revealed the discrepancy in longevity was caused by small fluctuations in battery voltage and this caused the programmer to display a longevity estimate that was longer than expected. The patient will continue to be monitored.